Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-300b burr attachment broke during a case, it couldn't hold the burr in place. The patient was not affected in any way. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information: this occurred during an mis bunionectomy procedure. The burr worked well for the initial cut. After the cut was complete and the burr was removed from the incision, the burr attachment just fell out of the tip of the driver. No delays or complications were reported due to this issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was not confirmed. One unpackaged ar-300b serial/batch number 06737 was received for investigation. Visual evaluation with a camera inside the device did not note any damaged or broken pieces. Compared with a new device, it was not noted issue. Mechanical evaluation noted no changes when the device was locked/unlocked. Compared with the new device, it was noted that the returned device works the same as the new device. No problem found.